Event description:
Through follow-up, the surgeon provided the following additional information. Per report, the surgeon believes surgical technique during stent deployment (od) causing trocar bias contributed to the trocar break. There was no report of adverse effect requiring additional intervention and the event has resolved. The patient's most recent status was reported as decreased visual acuity with descemet's' fold observed and associated with mild inflammation; however, likely unrelated to the device according to the surgeon.

Manufacturer narrative:
B7: japanese; MFR# reference: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed. The broken tip of the trocar was returned. An x-ray evaluation revealed that the cam assembly had been activated twice and no stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken at the splay. This finding likely occurred during the surgical procedure. Damage was observed on the insertion tube v-slot, likely caused by contact with the second stent during deployment. The trocar was likely heavily biased outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. A review of x-ray images for the specified lot revealed that accepted injectors contained splayed trocars that met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly per manufacturing procedure. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Based on these findings, the root cause of the reported event was not conclusively identified; however, the most likely cause is a heavily biased trocar during the deployment of the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the second stent from a trabecular microbypass stent system. Per report, the trocar remnant was removed intraoperatively from the operative eye. There was no report of patient injury. Additional information has been requested.